Manufacturer narrative:
Investigations findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by the user facility that the saline bag was filling during recirculation. The saline bag appeared to have filled during recirculation mode. A patient was not connected to the machine at the time of the incident. No patient involvement. The user facility reported that the saline bag was filling during recirculation, problem happened on first shift, about 10 minutes into recirculation. Fill program alarm also present. The annual pm was done on (B)(6) /2013. There were no parts replaced last two weeks, hour meter at 20759, hydraulic from part #m35980 sn (B)(4). This was a new dialyzer, not reuse, they already discarded tubing/dialyzer/saline bag. Drain line was 10ft, normal height, had quick disconnect fitting with no check valve. Customer declined on-site service.